Manufacturer narrative:
The reported event was pocket erosion. The device was returned for analysis. Interrogation results were normal, visual screen was acceptable, and preliminary test results were acceptable.

Event description:
It was reported that the patient presented to the clinic due to pocket erosion. It was noted that the pacemaker has eroded from the pocket. The physician explanted the entire system ¿ pacemaker, right ventricular lead, left ventricular lead and atrial lead. The patient was in stable condition throughout the procedure.